Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2026. It was reported that after the clip was closed, it could not be released. The clip had only been opened and closed once, and no audible or tactile click was detected during the release attempt. The clip could not be moved, leading to a decision to cut the sheath; however, the clip remained stuck. Ultimately, the decision was made to remove the clip. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Additional information received: it was reported that the anatomy was in the colon during a colonoscopy procedure.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on february 9, 2026. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2026. It was reported that after the clip was closed, it could not be released. The clip had only been opened and closed once, and no audible or tactile click was detected during the release attempt. The clip could not be moved, leading to a decision to cut the sheath; however, the clip remained stuck. Ultimately, the decision was made to remove the clip. The procedure was completed with a different device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.